Event description:
The catheter leaked between the clavicle and first rib under fluoroscopy with contrast material injection.what was the original intended procedure?chemotherapy injection.device #1is this a laboratory device or laboratory test?no.